Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was unknown. On an unreported date, the pt was hospitalized for the event. On an unreported date, the pt began treatment with vancomycin and gentamycin ip (dose unknown) for peritonitis. On an unreported date, the pt was recovered from the peritonitis event. Additional information was requested but was not available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13h12045 and h13i06037. There were no issues detected during the manufacturing processes. As the sample was not returned, a complete device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.